Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side "rupture." The device remains implanted at this time.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, e1, h6 further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side "deflation" device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device in the posterior side assessed as surgical damage. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device.

Event description:
Healthcare professional reported a left side "deflation" device has been explanted.